Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor smooth round moderate profile, 350cc saline breast implant experienced bilateral deflation post procedure. The patient reported leaking, and deflation, and that she had routine mammogram examination in (B)(6) 2021 which showed left deflation and starting to leak on the right side accompanied with severe pain due to scar tissue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(4) 2023 indicated that the patient underwent bilateral removal without replacements on (B)(4) 2022. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).